Event description:
On (B)(6) 2012, excelsior was notified that three patients had developed pseudomonas infections in their lungs after excelsior's pre-filled, saline flush syringes were used off-label in conjunction with ventilators (type of ventilation devices unknown). The reporter of the incident stated that the ventilators in question are normally filled with saline from vials, however, due to insufficient supply, pre-filled syringes were used instead. At the time of the report, the complainant stated that the cause of the infections was unknown and that the associated hospital was performing an investigation to identify the source. Excelsior is filing three separate reports for this incident (1 report for each patient). This report covers information relevant to "patient c". The following mdrs will cover patients a and b. (B)(6). Very little information was provided in regard to patient c. The reporter of the adverse event noted that patient c received bronchoalveolar lavage (bal) on (B)(6)2012. No results of these two bal's were provided. Patient was reported to have expired on (B)(6)2012.

Event description:
On (B)(6) 2012, excelsior was notified that three patients had developed pseudomonas infections in their lungs after excelsior's pre-filled, saline flush syringes were used off-label in conjunction with ventilators (type of ventilation devices unknown). The reporter of the incident stated that the ventilators in question are normally filled with saline from vials, however, due to insufficient supply, pre-filled syringes were used instead. At the time of the report, the complainant stated that the cause of the infections was unknown and that the associated hospital was performing an investigation to identify the source. Excelsior is filing three separate reports for this incident (1 report for each patient). This report covers information relevant to "patient c". The following mdrs will cover patients a and b. 2027791-2012-00004 - patient a. 2027791-2012-00005 - patient b. Very little information was provided in regard to patient c. The reporter of the adverse event noted that patient c received bronchoalveolar lavage (bal) on (B)(6) 2012. No results of these two bal's were provided. Patient was reported to have expired on (B)(6) 2012.

Manufacturer narrative:
Excelsior medical is currently in the process of gathering additional information surrounding this incident. A follow-up report will be created once such information becomes available and a thorough investigation has been completed.

Manufacturer narrative:
MDR 2027791-2012-00006 was erroneously submitted as a 5-day report. This follow-up report reclassifies the associated MDR as a 30-day report.